Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the rv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. This laboratory finding may have contributed to the reported clinical observations.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited noise and oversensing that resulted to the inappropriate storage of ventricular episodes. Additionally, high threshold measurements and spikes in the rv pacing lead impedance measurements to greater than 1,000 ohms were observed. Other lead measurements were stable. Noise was able to be reproduced in-clinic. No inappropriate shocks were delivered and no pacing inhibition was reported. Subsequently, the physician elected to surgically abandon the rv lead and implant a new lead. The device was also electively replaced with a new device. No additional adverse patient effects were reported. The device was returned to allow for reliability analysis.